Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in attempting to load a new cartridge using the correct method, but the cartridge alarm persisted. The customer reverted to an alternate form of insulin therapy.